Manufacturer narrative:
The tech found during a between pt inspection the brake caster is not holding most likely due to a worn out brake pad. The tech replaced the brake caster to resolve the issue. Based on this info, no further action is required.

Event description:
The tech reported the brake caster is not holding. The bed was located in the hill-rom svc ctr. There was no pt/user injury reported. (B)(4).